Manufacturer narrative:
(B)(4). According to the gore tri-lobe balloon catheter instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular damage.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a descending thoracic aortic dissection using conformable gore tag thoracic endoprostheses (first distal: tgu312610j/15170249, second proximal: tgu373720j/15419422). The physician was concerned about inholding of tgu312610j/15170249. A touch-up ballooning using gore tri-lobe balloon catheter (bcm1634j/15050829) was performed to this. An angiography revealed that a new tear was found just blow tgu312610j/15170249. Gore excluder aaa endoprosthesis (pla230300j/13592160) and conformable gore tag thoracic endoprosthesis (tgu262610j/13288267) were additionally implanted for covering the tear. The procedure concluded without any other reported issues. The patient tolerated the procedure. No further information was obtained.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular damage.